Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? No information. What confirmation was received that the device was fully fired? No information. Was the staple line complete? No. Did the device cut? No information. Was the cut line fully circumferential around the target tissue? No information. If the device fully cut, were all tissue layers present in both donuts when inspected? No information. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No information. Was the safety reset prior to removal? No information. Who fired the device? The doctor did. Who removed the device? The doctor did. What was the users experience with the device? He is familiar with the device.

Event description:
It was reported that during a lap anterior resection, the device could not be removed from the patient after firing between the colon and the rectum. Eventually, the device was removed forcibly. The deployed staples of the lateral side were formed in lumbricoid shape. The site was anastomosed again with another device. There were no adverse consequences to the patient. It was unknown how many counter-clockwise revolutions were used to open the device. Also, the doctor commented that the firing handle might have not been fully grasped at the firing.

Manufacturer narrative:
(B)(4). Batch # m54p4f. Additional information response: we received additional information indicating two devices will be returned. The analysis results found that the ecs29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. No incident related to the reported event was observed during the batch record review.